Event description:
Reportedly, the physician inserts the vega 58 (he makes more than 15 turns and does not follow the 1 turn per second guideline). I check it with the psa, and the impedance is around 1300 ohms with proper sensing and threshold. He decides to keep it. He connects it to the pacemaker. When performing the tests with the tablet, there is no capture at 6v. He repositions it. I noticed that he was pressing a bit too much on the guide to get it into the lead. Once the lead is in place, I measure an impedance above 3000 ohms with the psa. He changes the lead. And implanted a new one.